Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that during a case the navigation would show that the site was on top of the bone but they were actually a couple mm inside the bone. They re-spun and the same issue was still present. It was noted that the system was inaccurate with all navigable instruments. This occurred previously and a representative (rep) went and verified all the instruments and they were all verified within the 2 mm tolerance. The rep also tried to see if the reference frame location (far/near) changed the accuracy but it did not. All possible inaccuracies on the navigation system were ruled out and the rep believed that the imaging trackers should be checked out and recalibrated. There was no impact on patient outcome and the issue caused a less than 1 hour delay.

Manufacturer narrative:
The system was serviced in the field, and the customer indicated that the tracker accuracy was off by more than 2mm. Tracker calibration and verification was performed. The tracker positioning was verified to be accurate. System checkout performed and imaging system was operational. Software analysis determined that the reported issue is a known software issue. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: (B)(6). Ubd:. UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.